Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator's (crt-d's) had infection and hematoma with blood drainage at the incision site. Additional information received indicated that cultures taken yielded (B)(6) for which the patient was given oral medication. The patient also experienced a slight wound dehiscence at the incision site. Further, the field representative revealed that the infection was resolved and the patient will be re-evaluated. This device was explanted and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.